Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece was having occlusion issues. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
This is a (B)(6) year old male who was scheduled for cataract surgery in the right eye (od) on (B)(6) 2017. During the case the surgeon confirmed a ¿clogged tip¿, followed by a corneal burn. The surgeon confirms that the ¿occlusion bell¿ was not heard. The surgeon states there were no previous medical or ocular issues. The cataract was listed as 3- nuclear sclerotic cataract (nsc). There were 2 sutures required to closure the wound. The post-operative uncorrected (usva) va visual acuity (B)(6) 2017 was listed as 20/70. The post-operative (best corrected va) bcva (B)(6) 2017 was listed as 20/25. Corneal thermal injuries are typically related to excessive heat generated by the phacoemulsification (phaco) tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on may 20, 2016. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information provided from the customer stating the event occurred during surgery. The patient experienced a thermal burn. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Questionnaire received from the customer stating the event occurred in the patients right eye. The surgeon used 2 sutures.